Event description:
The destination therapy patient was implanted with a vented electric left ventricular assist device (lvad).it was reported by the vad coordinator that the patient came into the hospital with symptoms of worsening heart failure and outlaw valve regurgitation a decision was made to replace the lvad with the manufacture's clinical trail lvad.the patient remains ongoing with the manufacturer'sw clinical trail lvad.